Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and the blood pressure waveform measured by the optical sensor had disappeared. Therapy was continued using electrocardiogram signals without inputting new blood pressure signals. The iab was removed on (b)(3) 2023. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was found on the catheter tubing approximately 59.9cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 1.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).